Event description:
Device 1 of 2: report MFR. Report: 1627487-2012-08636. It was reported that the pt was experienced inadequate pain coverage from the peripheral nervous system (off label). X-ray suggested lead migration. Re-programming the device resolved the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.